Event description:
It was reported to us that this injury occurred as the end user was reaching for the cane. She stumbled and her hand slipped down the cane as she fell. The end user's little finger was cut by sharp edges on the knurled knob. This resulted with the end user having several internal stitches and 15 external stitches on her little finger.